Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
This crt-d will not be returned to boston scientific.

Event description:
Boston scientific received information that this patient developed a pocket hematoma and infection where this cardiac resynchronization therapy defibrillator (crt-d) is implanted. The hematoma was drained, and there were no changes to the implanted material. There were no additional adverse patient effects reported.

Event description:
Subsequently, additional information was received that this crt-d was explanted due to infection.